Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded cartridge to address the event. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 126-145 mg/dl.